Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he received a replacement pump and started using it (B)(6) 2013. Within 3 hours of starting on his replacement pump, he started to get the loss of prime warning. He changed the site/set/cart and battery but still continued to get the loss of prime every 5 minutes for 5 days straight. He changed his cartridge 8 times using 6 different boxes, but still received continuous loss of prime. He continued to re-prime and wear the pump. Patient states that he would give himself insulin by staying attached during the prime step to give himself a correction. By (B)(6) 2013 he had to be taken by paramedics to the hospital, where he was admitted to the ICU with a diagnosis of diabetic ketoacidosis (dka) to the ICU and placed on an insulin drip. Patient states that his blood glucose (bg) on admission was 1500mg/dl. Patient is a very poor historian. Patient states his current bg is 185mg/dl and he is currently still on insulin drip in ICU. Customer support (cs) advised patient that his pump may have a piston sensor issue and will need replaced. Cs review found patient is using expired cartridge and also advised patient that using expired cartridges can cause the loss of prime warning. Patient states did try 6 different boxes and knows that they are not all expired, some have expiration date of (B)(6) 2014, states he just got them last month. Cs advised patient to never prime while attached. Cs instructed patient to stop using pump once released from the hospital. Patient confirms that he has alternate method of insulin delivery at home to use until replacement pump arrives. This complaint is being reported because the loss of prime issue was not resolved, and the patient experienced diabetic ketoacidosis.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.